Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation was damaged.

Manufacturer narrative:
The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation was damaged.